Manufacturer narrative:
(B)(4) initial report additional information, including patient medical history, post primary and pre revision x-rays and the explants have been requested in order to progress with this investigation, and if received will be provided in a supplemental report upon completion of this investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed, it was found that all parts associated with these records conformed to material and dimensional specification when manufactured.

Event description:
Patient underwent a right total hip replacement in 2010. It was revised after approximately 5 years due to elevated chromium and cobalt levels.

Manufacturer narrative:
(B)(4) final report. Please note: this MDR was originally submitted on 31 may 2016 to an esubmissions test account. Additional information, including patient medical history, post primary and pre revision x-rays and the explants were requested in order to progress with this investigation. Operative notes and photographs were provided to aid the investigation but x-rays, medical history and the explants were not provided to corin. Therefore, there was only limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records for the corin minihip stem and corin modular head were retrieved and reviewed, it was found that all parts associated with these records conformed to material and dimensional specification when manufactured. The product inquiry report received at corin revealed that the minihip stem and modular head were used in conjunction with a stryker restoration dual mobility acetabular cup and stryker restoration admx3 insert. Corin provides instruction for use leaflets with both minihip stems and modular heads which state "the use of instruments or implant components from other systems can result in inaccurate fit, sizing, and device failure". Therefore, as far as we can ascertain, there was no defect with either of the corin devices and the corin devices were used off-label. Corin now considers this case closed, however, should any new information be provided, this case may be re-opened for further investigation.

Event description:
Patient underwent a right total hip replacement in 2010. It was revised after approximately 5 years due to elevated chromium and cobalt ion levels.